Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/09/2025, a sales representative reported via (B)(4) that a portion of the cannula in an ar-3390hl disposables kit had broken off. This occurred during a hip scope after initial traction of the hip. The surgeon inserted the entry needle and nitinol wire as per standard technique, used the capsule punch to dilate the entry site, and upon insertion of the flushfit, the entire distal portion of the cannula broke off inside the patient's hip joint. They were able to remove the broken piece and continue the case without issue. N x-ray pictures taken during the case, as well as packaging information, are included.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an ar-3390hl, with batch number 5021156239, revealed that the device was broken intra-op. Therefore, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion.